Manufacturer narrative:
Upon receipt, peformance testing was conducted. Testing determined that segments were missing from the unit's, ten's and hundred's positions on the display - the complaint was confirmed. A root cause analysis will be performed and if anything of substance results from this analysis, it will be forwarded to the agency. This complaint is considered closed for purposes of MDR.

Event description:
The customer stated that segments were missing from the display. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further eval and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.